Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing,

Event description:
There was an allegation of questionable ise results from the cobas 8000 cobas ise module (double) analyzer. All of the results from the initial analyzer were accompanied by data flags. The sodium results were 108.9, 125.6, and 118.8 mmol/l. The repeat results from another analyzer were 132.9 and 125.6 mmol/l. The chloride results were 81.3, 95.2, and 89.4 mmol/l. The repeat results from another analyzer were 107.1 and 106.2 mmol/l. The potassium results were 4.03 and 4.38 mmol/l. The repeat results from another analyzer were 4.94 and 4.91 mmol/l. The repeat results from the other analyzer were believed to be correct.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.